Manufacturer narrative:
Continuation of d10: product ID 9735773, lot number: unknown and product ID 9735787, lot number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the system powered on, it would have an electrical burning smell. Technical services (ts) noted that there is a temperature trip, and if the system were to reach a high temperature, the uninterruptible power supply (ups) and battery would shut off. There was no patient involvement. Additional information was received. It was reported that the system was left on for several hours with no burning smell. The medtronic representative (rep) opened the admin page and saw that the main cart battery was at 0%. The rep swapped the battery and there was still no burning smell. The battery was not at 0% when unplugged form the wall and holding a charge as expected.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that hardware parts were replaced to resolve the issue. Codes b01, c07 and d02 are applicable. H3, h6: analysis was performed for product: 9735787, lot number: 24500072. It was reported that the uninterruptible power supply (ups) was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.